Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included asthma, epilepsy, allergy to several foods, carrots, celery, peanuts, shrimp, tuna, green beans, and several unspecified allergies. The concomitant medications included asthalin (salbutamol), nasally, one per day, since two to three months, flonase (fluticasone), nasally once per two days, for more than two years and zyrtec (cetirizine) 10 ml (sic), once daily, since two years, all three medications for unspecified allergies, cranberry supplements, 4200 ml (sic), since three months, to prevent urinary tract infections, folic acid, 2 ml (sic) daily, since five years, for general health, lamotrigine, 100 ml (sic), twice daily, since five years, for epilepsy, pulmicort (budesonide) inhaler twice daily, since six months and ventolin (salbutamol)), rarely once weekly, since six months both medications for asthma. The other history included alcohol use. On (B)(6) 2012, the consumer started using ob procomfort regular, vaginally, one tampon, as needed per day, for menstruation (lot number 2431m3674 and expiration date unspecified). After an unspecified duration, during her period in the month of (B)(6) 2012, the outer silk touch cover came off from tampon while it was inside her vagina and on (B)(6) 2012, she noticed this when it came out on its own. She reintroduced the device. She discontinued the use of the device on (B)(6) 2012. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 no sample was received. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends for o.b. Procomfort regular product family and no trend involving this lot number, there is no evidence to confirm that the device failed to meet the specifications. Complaint trends will continue to be monitored. This report remains non-serious and possibly related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6), asian female consumer reporting on self from the united states. The medical history included asthma, epilepsy, allergy to several foods, carrots, celery, peanuts, shrimp, tuna, green beans, and several unspecified allergies. The concomitant medications included asthalin (salbutamol), nasally, one per day, since two to three months, flonase (fluticasone), nasally once per two days, for more than two years and zyrtec (cetirizine) 10 ml (sic), once daily, since two years, all three medications for unspecified allergies, cranberry supplements, 4200 ml (sic), since three months, to prevent urinary tract infections, folic acid, 2 ml (sic) daily, since five years, for general health, lamotrigine, 100 ml (sic), twice daily, since five years, for epilepsy, pulmicort (budesonide) inhaler twice daily, since six months and ventolin (salbutamol)), rarely once weekly, since six months both medications for asthma. The other history included alcohol use. On (B)(6) 2012, the consumer started using ob procomfort regular, vaginally, one tampon, as needed per day, for menstruation (lot number 2431m3674 and expiration date unspecified). After an unspecified duration, during her period in the month of (B)(6) 2012, the outer silk touch cover came off from tampon while it was inside her vagina and on (B)(6) 2012, she noticed this, when it came out on its own. She reintroduced the device. She discontinued the use of the device on (B)(6) 2012. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.